Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: degenerative disk disease at l4-5. Large herniated disk at l4-5 (central). Retained spinal hardware at l5-s1. The patient underwent following procedures: removal of spinal hardware, ls-s1. Spinal decompression at l4- 5. Posterior lumbar interbody fusion with cages, bmp (anterior column fusion). Posterolateral fusion with bmp allograft, crushed cancellous bone (posterior column fusion). Pedicle screw fixation at l4 and l5. As per operative notes,¿ we then inserted our cage filled-with bmp and some bone. We repeated this process on the patient's left side. Because the disk space was quite long, we then impacted about 3 cc of crushed cancellous bone on top of the cage arid impacted it. We also then put co seal over the top to make sure that the growth bone stayed within the limits of the disk space. We then decorticated our lateral gutter, put bone, bmp and bone dov.'11. We inserted our screws, our 50 mm rod, put our setscrews in and put them in compression to help stabilize the cages.¿ no intra-operative complications were reported.